Event description:
User was cut in the finger, when running liquid control.

Manufacturer narrative:
Product not available for return. Product was used. User wrapped control ampoule in gauze, per labeling. Reporter stated the gauze was very thin.